Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that after the insertion of the infusion set, the set detached from the patient's skin which resulted in the set falling away from their body. The home care patient reported that their blood glucose levels rose to 240 mg/dl due to the interruption in insulin therapy. According to the home care patient, they administered insulin injections to resolve their blood glucose levels. No permanent injury to patient reported.